Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 190 mg/dl at the time of incident and current blood glucose level was 276 mg/dl. Customer¿s different blood glucose level was lower than 350 mg/dl and 268 mg/dl. Customer was treated with insulin pump. Customer stated that they can smell insulin from the reservoir compartment and can see some bubbles. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleging insulin pump was under delivering. Customer stated that the approximate size of air bubbles was a bit larger than champagne bubbles. Customer stated that the air bubble located in reservoir and some bubbles was in the tubing. Customer stated that the air bubbles were noticed during while troubleshooting. Customer mentioned that the bleeding after pulling out the set. Customer troubleshooting was performed for air bubble. The device will not be returned for analysis.